Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was device site infection. Patient received implant on (B)(6).  At time of postop appointments the patients incisions were normal. Rep was notified on tuesday, may 28 that the patient was having redness and irritation around battery incision. He stated that the redness started a few days prior to contacting rep. A head ache and 'post op issues' were also reported. Rep notified the physician and he prescribed oral antibiotics and the patient was seen in the clinic that day. (B)(6). The patient had their spinal cord stimulator explanted due to infection. According to the physician, there was purulent discharge coming from the battery site and the thoracic incision.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial #: (B)(6), ubd: 28-may-2025, UDI#: (B)(4); product ID: 97 7a290, serial #: (B)(6), ubd: 02-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.